Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: needle would not load properly and kept falling off.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one endo stitch device. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The visual inspection of the endo stitch device noted no witness marks from the needle tip impacting the beveled wall surrounding the needle receptacle, indicating proper alignment of the jaws when toggling the needle. No plastic shearing of the toggle switch was noted. One of the toggle switches was broken off of the device. Functional testing could not be executed due to the condition of the broken toggle switch. However, engineering noted that the endo stitch investigation regarding the difficult to load needle issue produced a direct correlation between improper needle orientation. Though complaint samples may not be returned or may not produce this condition when evaluated in the complaint lab, based on the investigation results to date, disorientation of the needle within the reload is the most likely root cause for this complaint mode. Replication of the difficult to load condition may occur if the device is handled roughly during use. The file was concluded to be a misuse of the product. Should new information become available, the file will be re-opened and reassessed at that time.